Manufacturer narrative:
The insulin pump was received with failed battery test alarm due to corroded battery tube. The motor error alarm could not be verified and the functional test could not be performed, including the currents test, self test, a21 error test, displacement,rewind, basic occlusion, occlusion, prime/a33 and no delivery test dueto failed battery test alarm. Motor passed motor test. Pump had cracked case at display window corners, and minor scratched display window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading was 97 mg/dl. The drive support disk was normal and recessed. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.